Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead was noted to have fallen down. Lv pacing thresholds were subsequently noted to have increased. It was also questioned how to improve lv pacing. Additional information was provided that an x-ray was performed, and it was determined that the lead had pulled back significantly. The patient was going to be scheduled for epicardial lead placement in the near future. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the lead was surgically capped and replaced.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.